Event description:
It was reported that the device was found in backup mode. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.